Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 400 mg/dl. It was noted that the customer begun vomiting at work and was sent to the emergency room. Customer stated that she was off the insulin pump over night prior to the emergency room visit. Customer stated that the insulin pump alarmed no delivery and the customer was unable to clear the alarm. Customer also mentioned receiving a motor error alarm on the insulin pump.